Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: micra, model #: mc1vr01us / expiration date: 14-jul-2022 / serial#: (B)(4), UDI #: (B)(4) . Device available for evaluation: yes, return date: 02-sept-2021. Device evaluated by MFR: yes, dev rtn to MFR? Yes, mfg date: 03-feb-2021, labeled for single use: yes. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical problem with the spring of the delivery system handle. The deployment button on the delivery system was damaged. There was a deployment issue with the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The device was able to be deployed, the device was able to be pulled by the tether to the recapture cone without resistance, the device was able to be fully recaptured in the device cup. There was a slight resistance while moving the deployment button to the deployed position and the recaptured position on the handle. The tabs on the deployment button where slightly worn. The deployment spring was slightly bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless pacemaker the physician encountered difficulty when attempting to recapture the device. The parameters were not good enough as thresholds were too high so the device needed to be recaptured. The cup was aligned to the back of the device and locked and when attempting to pull back in the sheath would only advance halfway over the device. It was also observed that at one point the cone had been withdrawn in the tool while the device was deployed. The physician also extended the cone without deflecting the catheter when troubleshooting this issue. The physician also reported that the blue deployment button was not working as robustly as earlier in the procedure. The leadless pacemaker was attempted/not used and replaced. No patient complications have been reported as a result of this event.